Event description:
Catheter break: (B)(6) 2014: this catheter was placed via the left subclavian vein under fluoroscopy. (B)(6) 2014: a CT scan was performed for the purpose of checking peritoneum inflammation, and it revealed that the catheter was broken, with its distal segment migrating ito the right pulmonary artery. The segment was percutaneously removed.

Manufacturer narrative:
The complaint of a break in the catheter is confirmed. A break in the tubing has been identified 4.1 inches distal to the surecuff. The broken edges and granular cross sectional veneer are consistent with a break in the tubing. These same traits and characteristics are observed at the proximal end of the distal section. Mating the two broken end together revealed a closed match. No evidence of a manufacturing defect or deformity was identified. The product instructions for use (IFU) cautions the user to minimize the risk of catheter breakage. Excessive pulling of the catheter should be avoided in order to avert damage to the silicone material. Gross visual and microscopic examination show no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.